Event description:
The hosp reported that two of their pts were positive for the same microorganisms (enterobacter cloacae). These two pts were known to have cancer. One of the pts expired four days after undergoing the procedure, cause of pt death is unk.

Manufacturer narrative:
The device in question was not returned to olympus for investigation. However, an olympus rep conducted an on-site visit. This visit was scheduled to do an evaluation of hosp's reprocessing practices. The evaluation revealed several inconsistencies in reprocessing practices when compared to olympus labeling instructions and professional guidelines. The cause of the user's experience could not be determined by olympus. This report is being filed in an excess of caution.